Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.